Manufacturer narrative:
Evaluation pending.

Event description:
The international customer reported that the ventilator alarmed due to a blower temperature high occurrence. The customer reported there was no patient involvement. Device evaluation is pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. Device passed testing.